Event description:
It was reported that device was unable to enter MRI mode. Programmer displayed error message, 'MRI is not advised, there may be a problem with the implanted leads' was displayed. Repositioning was attempted to no avail. Lead diagnostics showed that one lead had a high impedance on contact 11. Surgical intervention was undertaken wherein the lead was explanted and replaced. MRI was enabled and effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000125205. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.